Manufacturer narrative:
Other relevant components include: product ID: 8840, serial# unknown, product type: programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown drug with an unknown dose and concentration via an implanted pump. The indication for use was malignant pain. It was reported the patient had an intrathecal pain pump implant and it was not effective in controlling the patient's pain and in fact made it worse. It was noted the event was both physically and emotionally painful due to the pain, post-surgery pain, and the disappointment of the device. It was noted the implantation and dosing mistakes were made that created problems that may have contributed to the patient passing away five months after the pump was implanted. It was noted the patient was in so much pain they never left their bed. As a result, the patient developed a lung infection which became untreatable. It was noted that there were several problems with the implantation of the device. First, half of the patient's pain was in their front thighs but were told after the surgery the device would not reach any pain below the spinal column. The second problem was the patient was not notified before the surgery to discontinue their 200 or 300 mcg fentanyl patches. The patient mentioned that the hcp had mentioned to discontinue the patches at their first meeting but had not been reminded since. As a result, the patient's baseline was never truly established resulting in multiple admittance to the hospital via emergency department for pain relief. The patient's pump was increased each time but only by a small amount to avoid overdose. The patient was given fentanyl lollipops when no dose increased could be performed. The patient met with a manufacture representative and it was determined that the patient was being severely under dosed from the beginning. It was also mentioned that the patient believed there was something wrong with the placement of the device as the pain from the surgery never eased and they started experiencing other serious problems. Within a week of the surgery the patient lost consciousness and collapsed, hitting their head on the way down. In another episode the patient broke their ankle as they fell on the ground unconscious. The patient started to experience urinary incontinence, and some bowel incontinence as well but it was infrequent. The patient requested a CT scan and one was scheduled a few days before the patient passed but the patient was in too much pain to lie still for the test. The patient entered hospice five months after the pump was implanted and their device was able to get increased to a point where they felt some relief. It was also noted the patient had been using cannabis to help with the side effects of their cancer treatment. The patient stopped taking cannabis a few days before the surgery and afterwards only took small doses to stimulate appetite. The patient's wife noted that they do not believe the device caused the patient's death but mistakes in dosing and the placement of the pump in the very least hastened their death. The event date was (B)(6) 2016. No further complications were reported/anticipated.

Manufacturer narrative:
"Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803." If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional (hcp) on 2017-dec-13 reported background information on the patient where their condition/treatments may be helpful to fully understand the cause of the patient's symptoms. The patient was diagnosed with lung cancer around (B)(6) 2015. In (B)(6) 2015, the patient began to have increasing problems with cancer related pain. Imaging indicated that the patient's cancer was progressing and had spread to their kidneys and retro peritoneal area. The pain was not controlled with the medications that had been prescribed, and as a result the patient was required to go on an intravenous patient controlled analgesia (pca) of dilaudid. The patient complained of constipation so their pain medication was converted to fentanyl patches with multiple admissions with mental status change. The patient had failed celiac plexus blocks including a neurolytic block of all which provided temporary relief. The patient underwent intrathecal pump implant on (B)(6) 2016 after a two day continuous intrathecal trial with a temporary catheter where they reported great relief and requested a pump implant as soon as possible. After implant, the patient was no longer on their usual 200mcg/hr fentanyl patch and only required 2mg dilaudid by mouth twice daily which was noted on their one week post-operative visit. It was noted that the patient was adequately dosed. On (B)(6) 2016 the patient was admitted with complaints of falls/syncope headache and ankle pain, and to rule out brain metastases or pulmonary embolism. The patient was evaluated and found to have a new upper lobe lung collapse due to progression of cancer and hypercalcemia due to bone metastasis which may have contributed to their mental status change. They also had orthostasis which was treated with intravenous fluids. Their orthostasiswas attributed to paraneoplastic syndrome. A work up for autonomic dysfunction was done. Possible differential diagnosis were discussed and included postural orthostatic hypotension syndrome know as potts which occurred with prolonged bed ridden patients. The patient was bedridden due to his cancer for 12 months only started being mobile and functional after pump implant due to their experienced relief. The treatment was extensive physical therapy. It also included paraneoplastic cause, the treatment was supportive. The patient had been receiving supportive treatment including midodrine and had improved and was discharged home on (B)(6) 2016. The cause of the patient's death was due to metastatic cancer as their aggressive metastatic lung cancer with involvement of kidney, bone, liver, pelvic floor muscles and finally metastasis to the brain caused the patient to pass away at home. The patient did not respond to chemotherapy or radiation. The patient died as a result of widespread metastatic lung cancer. The patient was known to be terminal for almost 2 years prior to their death. It was noted there was nothing wrong with the pump not the placement. The pump functioned appropriately. It was noted there was no programming mistakes. It was noted that the patient suffered from anxiety and depression requiring antidepressants, benzodiazepines and barbiturates. The patient was extremely sensitive to oral opioids and transdermal patches which rendered their pain control difficult as they suffered from frequent mental status changes and constipation. With the nature of the patient's disease being progressive and terminal, they anticipated the pain requirements would increase as they disease progressed thus warranting the intrathecal pump. The patient had limited options for pain relief as mentioned by several treating providers. The patient tried chemotherapy, radiation, celiac plexus block followed by neurolytic celiac plexus block in combination with oral and transdermal opioid patches. None of which had been successful in relieving their pain. The pump dosewas calculated initially based on their opioid dose at the time and was titrated over time which their disease progression. It was noted that the lung infection was not related to device or therapy, but the patient had metastatic lung cancer with involvement of the bronchus causing obstruction warranting multiple bronchoscopy procedures and stent placements. Unfortunately after their most recent right lung upper lobe collapse due to tumor progression the pulmonologists were unable to stent the patient's bronchus, which was not surprising given the nature of the disease. Due to the patient's aggressive advancing disease that res ulted in severe pain, the hcp worked to provide the patient with comprehensive treatment for their pain. The patent was evaluated at every clinical visit as well as consults during hospitalization. Adjustments were made to medications to provide relief, but the relief was usually temporary. The patient's mental status change or confusion was related to dehydration and hypercalcemia of malignancy. Those resolved with hydration and correction of the patient's calcium levels. At the patient's final admission the patient was found to have brain metastasis. On discharge it was not that the issue resolved with hydration and adjustment of electrolyte levels. The patient's weight was (B)(6) pounds. The patient passed away on (B)(6) 2016 with home hospice. No further complications were reported/anticipated.